Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation and device history record (DHR) review. The DHR for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The legal manufacturer determined that, based on the investigation results of previously reported similar complaints, the likely cause of the metallic components protruding from the torn a-rubber, identified on the device evaluation, is user handling. As stated in the instructions for use, as a preventive measure, "do not operate the angulation control lever with excessive force in a narrow space to the opposite direction from the bending direction while the distal end of the endoscope is not moved. The bending section may be damaged. Check the tip position of the endoscope and the shape of the bending section using fluoroscopy, etc. Do not insert the insertion tube with excessive force and twist. Do not insert the insertion tube with excessive force into the ureter or calix. The bending section may be damaged. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities."

Manufacturer narrative:
The device was returned to olympus for evaluation. The user¿s complaint was confirmed. The device was visually inspected and found the bending section cover (a-rubber) is leaking. There is a cut on the bending section cover (a-rubber) due to broken bending section skeleton rib. The bending section is broken but there is no moisture. This is causing reduced angulation.

Event description:
The user facility reported that the device failed the leak test. There was no patient involvement. No additional information was provided.